Event description:
It was reported that the infusion tubing had detached from headset. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
Device was returned by customer to roche affiliate. Device was lost in transport between affiliate and investigation unit and was unable to be located so no investigation could be performed. Device lost in transit.

Manufacturer narrative:
The event occurred in (B)(6).